Event description:
It was reported that the customer had high blood glucose levels of 535 mg/dl. The customer was already in the hospital for chemo therapy when she was brought to the emergency room for high blood glucose levels. The customer also reported a crack in the reservoir compartment of the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, missing reservoir tube o-ring, cracked case at a reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.